Event description:
A stereotactic guided biopsy was performed for an area of calcifications located in the left breast. Mammomark biopsy site identifier was used. A 1.6cm plastic piece from the tip of the microclip device detached during clip placement at the biopsy site. Pt required surgical removal of the plastic piece.